Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer reports they were able to clear the alarm but they were not able to rewind the pump. Troubleshooting was performed for pump error. Insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Per visual inspection found traces of corrosion on the home motor switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, and occlusion tests due to the critical pump error (open book image).